Manufacturer narrative:
No device was returned for analysis of complaint that a power portable catheter (pac) needle was bent during a procedure. A photo was attached to the complaint for analysis. The photo does not correspond to the part number reported. The complaint was not confirmed. A device history review of performed and no complaints were documented for this lot number. If device sample is received, the complaint will be reopened.

Event description:
It was reported that a power portable catheter (pac) needle was bent during a procedure. The bent needle was safely removed from the patient intact. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.